Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 11/30/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2016 with the following findings: the pump powered on to a blank display. The complaint could not be adequately investigated due to the blank display. Investigation revealed internal moisture damage to be the cause of the blank display. Visual inspection revealed a crack in the pump casing between the display lens and the pump seal, and a cracked in the battery compartment. Leak testing did not find any leaks at either location. A test display was inserted and functioned normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.